Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer 5.1 opened but failed to recover and unable to access the drawer. The field service engineer (fse) verified that half height cubie drawer 5-1 on the main unit had failed and did not recover. The drawer would click when recovery was attempted, then fail again. The fse logged into the hardware test application and tested the drawer, where the fse found that the open or close sensor was not functioning properly. The fse replaced the open or close sensor and logged back into the hardware test application to resolve the issue. The fse ran a test on the drawer, which passed successfully, and saved the results to the desktop. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1 was opening but was not recovering, and the user was unable to access the drawer. The customer stated that this is affecting patient care. There were no adverse events or injuries reported based on this event.